Manufacturer narrative:
(B)(4). The following corrective and preventive action has been taken: abbott diagnostics division contacted the four impacted customers to explain the situation and instructed them to immediately discontinue use of these architect c8000 instruments. All impacted customers acknowledged receipt and understanding of this issue on (B)(6) 2015. All four impacted customers received replacement architect c8000 analyzers.

Event description:
Tubing on the architect c8000 analyzer, serial number (B)(4), was replaced because it was identified as having an incorrect diameter. Leaking observed from the tubing was addressed as well. No injury or impact to patient management was reported due to this issue. A product deficiency was identified and field action fa29may2015 was taken to address the issue.